Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: when inserting the catheter in femoral, the swg did not advance. The guide had been inserted with no issue but when it was about to be introduced it didn't advance in the catheter. Clinical consequences: puncture point bleeding, hematoma. We cut the tip of the swg in order to be able to advance it in the catheter. When removing, the guide slightly separated but was removed entirely.

Event description:
It was reported that: when inserting the catheter in femoral, the swg did not advance. The guide had been inserted with no issue but when it was about to be introduced it didn't advance in the catheter. Clinical consequences: puncture point bleeding, hematoma. We cut the tip of the swg in order to be able to advance it in the catheter. When removing, the guide slightly separated but was removed entirely.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg), advancer tubing, and lidstock. Visual inspection confirmed the spring wire guide was cut at the proximal end and had begun to unravel. The distal weld appeared intact. Two bends were observed throughout the guide wire body and a small section of offset coils near the j-bend. The offset coils were located at 17 mm from the distal tip. The bends in the guide wire were located at 385 mm and 535 mm from the distal tip. The overall length of the core wire was 576 mm which was not within specification of 596-604 mm per product drawing because it was cut. This means that 20-28 mm of the spring wire guide was cut and not returned. The outer diameter of the guide wire measured 0.614 mm which is within specification of 0.610-0.635 mm per product drawing. The returned spring wire guide passed through a lab inventory ars and lab inventory 18 ga needle with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history review report was completed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide. Do not cut spring-wire guide." Since the customer directly said that they cut the swg an in-service was requested to instruct the customer on proper use. The reported complaint of a separated guide wire was confirmed by complaint investigation. The spring wire guide was cut 20-28 mm from the proximal end. Since the customer explicitly said, "we cut the tip of the swg in order to be able to advance it in the catheter" an in-service was requested to instruct the customer on proper use because the IFU directly states not to do this. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled guide wire complaints. Based on these circumstances, use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.